Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the century sterilizer and found the bottom panel to be damaged. The bottom panel is held in place by magnets and a hinge. Based on the description of the event, it is likely that the reported event is attributed to impact damage as employees may inadvertently bump the panel while loading or unloading the sterilizer causing the panel to fall off and the reported event to occur. The unit was installed in 2010 making it approximately 13 years old at the time of the reported event. The technician replaced the bottom front panel, hinge, and magnets, tested the sterilizer, confirmed the unit to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that while an employee was unloading their century sterilizer, the bottom panel fell and hit an employee's toes. Medical treatment was sought and administered (ice) and the employee returned to work the same day.